Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg became inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information identified that the device would not provide 24 hours of therapy before it became inoperable.